Manufacturer narrative:
H.6. Investigation summary: no samples displaying the condition reported are available for examination, so we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see section h.10.

Event description:
It was reported that when connecting syringe to extension set the tip of the syringe broke off into tubing with a 10 ml bd posiflush¿ normal saline syringe. This occurred on 2 separate occasions during use, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter: (1 of 9) it was reported that the tip of the saline flush broke into the tubing. When connecting normal saline flush to carefusion ref me2017 extension set, the tip of the saline flush broke into the tubing. This occurred twice on my shift today. I gave the tubing x2 and 1 of the flushes to charge rn. It did not cause any patient harm.

Manufacturer narrative:
It was reported that when connecting syringe to extension set the tip of the syringe broke off into tubing with a 10 ml bd posiflush¿ normal saline syringe. This occurred on 2 separate occasions during use, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter: (1 of 9). It was reported that the tip of the saline flush broke into the tubing. When connecting normal saline flush to carefusion ref (B)(4) extension set, the tip of the saline flush broke into the tubing. This occurred twice on my shift today. I gave the tubing x2 and 1 of the flushes to charge rn. It did not cause any patient harm. Medical device brand name: 10 ml bd posiflush¿ normal saline syringe. Medical device type: ngt. Common device name: saline, vascular access flush. Medical device manufacturer: becton dickinson and company ¿ colombus, ne / 68601 medical device catalog #: 306547. Medical device lot #: 9046714. Medical device expiration date: 2022-01-31. Unique identifier (UDI) #: (B)(4). Manufacturing location: becton dickinson and company ¿ colombus, ne / 68601 PMA / 510(k)#: k161552. Device manufacture date: 2019-02-15.

Event description:
It was reported that when connecting syringe to extension set the tip of the syringe broke off into tubing with a 10 ml bd posiflush¿ normal saline syringe. This occurred on 2 separate occasions during use, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter: (1 of 9). It was reported that the tip of the saline flush broke into the tubing. When connecting normal saline flush to carefusion ref (B)(4) extension set, the tip of the saline flush broke into the tubing. This occurred twice on my shift today. I gave the tubing x2 and 1 of the flushes to charge rn. It did not cause any patient harm.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that when connecting syringe to extension set the tip of the syringe broke off into tubing with an unspecified saline flush syringe. This occurred on 4 separate occasions during use, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter: (1 of 9) it was reported that the tip of the saline flush broke into the tubing. When connecting normal saline flush to carefusion ref me2017 extension set, the tip of the saline flush broke into the tubing. This occurred twice on my shift today. I gave the tubing x2 and 1 of the flushes to charge rn. It did not cause any patient harm.